Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 383 (mg/dl) for 2 days. Customer administered a correction bolus with the pump and insulin injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Contact indicated that pump supplies would be changed and health care provider would be contacted to discuss diabetes management.